Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify frozen screen anomaly due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Pump also received with cracked case behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm as well as pump error alarm. The blood glucose level was 124 mg/dl at the time of incident. Customer stated that the insulin pump was frozen. The insulin pump will be returned for analysis.